Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of infection: "precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® voluma® in both cheeks. Eleven days later, the patient developed an infection in the cheeks. Patient was treated with antibiotics. Symptoms are ongoing.